Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/28/2016 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 308 mg/dl with extreme drowsiness. The reporter noted the patient received phone advice from a diabetic educator and treated with an unspecified treatment. The reporter noted the patient remained on pump therapy and the pumps settings were not recently changed. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. No device malfunction was indicated with troubleshooting. The diabetic educator alleged a pump malfunction. This complaint is being reported because the reported health event was attributed to a device malfunction of unknown cause.

Manufacturer narrative:
Follow-up #1 date of submission 02/14/2017-product analysis: the device was returned and evaluated by product analysis on 01/27/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.